Manufacturer narrative:
(B)(6). (B)(4). Device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as it is still implanted in the patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a locking screw dislodged from the synapse posterior spine system. The patient underwent surgery utilizing the synapse posterior spine system on (B)(6) 2016. The locking screw was at the c2 level, right side; the entire construct was c2-c7. The patient had routine x-rays at six (6) weeks post-operatively on (B)(6) 2016, when it was discovered that the locking screw had dislodged. The patient is asymptomatic at this time. The surgeon does not plan to do anything at this point. The patient is scheduled for follow-up x-rays in six (6) weeks at which point the surgeon will decide how to proceed. This is report 1 of 1 for (B)(4).